Event description:
The device was used to treat a pt. Reportedly, the device rendered six no shock advised decisions. When the paramedic crew arrived on scene and transferred the pt to their device the pt appeared to be in ventricular fibrillation. The pt was not resuscitated.